Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, prior to full deployment of the valve, echocardiograph findings revealed a tamponade due to a guidewire (vascular solutions' amplatz super-stiff) perforation of the left ventricle. The patient's blood pressure dropped to below 60 mmhg, a pericardiocentesis was performed, and more than 1500 cubic centimeters (cc) of blood were drained. Conversion to open repair was not performed in the catheterization lab and the patient expired on the table. 700135511. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)